Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -6.0/0.5/170 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6)2023. On (B)(6)2023 the lens was exchanged for a shorter length/different model lens due to excessive vault. Reportedly, "astigmatic crystals were implanted for the first time. The patient's supply was too high, and the doctor finally adjusted 12.6 implantation of non-astigmatic crystals because suitable astigmatic crystals could not be matched." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).